Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year following the implant of this transcatheter bioprosthetic valve, elevated gradients were observed on echocardiography with a peak gradient of 39 mmhg and a mean gradient of 24 mmhg. A computed tomography was performed and showed thickening along the inner valve and on the leaflets 1-2 mm thick with mild restriction. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b1, b2, b5, e1, h1 (updated from malfunction to serious injury) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the transcatheter valve implant the baseline mean gradient (mg) by continuou s wave (cw) doppler measured 22.4 millimeters of mercury (mm hg). The transcatheter valve was implanted within the native aortic annulus at 4 mm of the non-coronary sinus (ncs) and 4 mm of the left coronary sinus (lcs). Thirty days following transcatheter valve implant the mg measured 12.2 mmhg. As result of this event, the anticoagulant was changed to a different anticoagulant. The event was reported as causal to the valve and resolving.